Event description:
Patient arrived for a tmj MRI. The technologist noticed the patient had a device implanted on the lower left side used to control pain. After research was done, the device was deemed safe for the 1.5 magnet. The next day medtronic contacted the MRI department that the patient was having problems with the function of the implanted device. Six days after the MRI the patient called to say the medtronic nurse had him charge the device but to no avail. Upon checking, it was concluded the MRI was performed within the guidelines of the product.